Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was on wall power when their mobile power unit (mpu) shut off. The patient reported there was no power outage and recently had an electrician inspect all the outlets. The patient noted the mpu showed no power, but then power was restored about 20 minutes later with no intervention. The mpu had a v-lock connector on the ac power cord and did not come loose at the wall outlet or from the back of the unit. The mpu would be returned for servicing. Following review of the submitted log files, it appeared there was a no external power event on 14oct2024 at 1752 while using the mpu. It appeared both power leads were disconnected from the system controller, which enabled the emergency backup battery in the system controller until power was restored when switched from the mpu to battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The controller event log file contained information spanning approximately 3 days (14oct2024 to 17oct2024 per timestamp). At the onset of the data (17:52:16 on 14oct2024), a no external power alarm was observed to be active. It cannot be conclusively determined if the controller was connected to the mobile power unit during this event, as its initial activation had been overwritten by newer information. The alarm resolved at 17:52:20 on (B)(6) 2024, when the white power cable was reconnected to an external source. Additionally, a no external power alarm was observed between 3:32:50 and 3:34:58 on (B)(6) 2024. At the time of this alarm¿s activation, the controller was connected to the mobile power unit (mpu). The no external power alarm resolved when the controller was reconnected to 14v battery power. During the losses of external power, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. During evaluation of the returned mobile power unit (serial number: (B)(6), abnormal events were not able to be reproduced. The mpu was able to supply power to a mock circulatory loop for several days without issue. Preventative maintenance was performed, and the serviced unit passed a full functional checkout. The root cause of the observed alarms cannot be conclusively determined through this evaluation. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.